Event description:
Hospital advised that a 150 ml container of insulin was hung and set up to infuse on channel a. The infusion was started and the container was empty in an hour. No patient consequences.